Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation non-reportable findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a scratch, discoloration, and wrinkle, the plastic distal end cover had a scratch, the adhesive around light guide lens was peeled, the adhesive around objective lens was peeled, the forceps channel port was shaved, the scope connector cover unit had a scratched, the paint on suction cylinder was peeled, the lock engagement lever had a scratch, the forceps elevator knob had a scratch, the connecting tube had discoloration, the up/down knob had a scratch, the switch 1 had a scratch, the switch box had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, the adhesive on the bending section cover has a chip, due to wear of angle wire, the play of up/down knob was out of the standard value, and the right/left knob had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis lucera elite gastrointestinal videoscope to olympus with no information. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.